Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a kink was observed in the sheath assembly at 27.0cm from femoral marker at the proximal end and imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, a shaft fracture occurred. The target lesion was located in the severly tortuous and moderately calcified left anterior descending artery. An atlantis catheter was advanced but it was unable to cross the lesion. It was then observed that a shaft fracture occurred. The device was completely removed from the patient and the procedure was completed with another of the same device. No complications were noted and the patient's condition is fine. Additional information has been requested and is not yet available.

Event description:
It was reported that during percutaneous coronary intervention procedure, a shaft fracture occurred. The target lesion was located in the severly tortuous and moderately calcified left anterior descending artery. An atlantis catheter was advanced but it was unable to cross the lesion. It was then observed that a shaft fracture occurred. The device was completely removed from the patient and the procedure was completed with another of the same device. No complications were noted and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).